Event description:
As reported by medical affairs, the spouse of a patient called reporting the following. On (B)(6) 2003, the patient experienced pressure in his arm. He was taken to the emergency room where unspecified tests were performed and unknown results. As treatment, 10 cypher stents were implanted in the ¿saphenous vein graft¿ (svg). After stent implantations patient was diagnosed with high blood pressure. As treatment, amlodipine 2.5mg was prescribed. Then patient was diagnosed with heartburn and was prescribed omeprazole 20mg daily. Approximately one year post index procedure, the patient experienced pain in his arm and was admitted to hospital. A cardiac catheterization was performed and showed "narrowing of artery". As treatment, an unspecified coronary stent was implanted in an unknown artery. Hospitalization included an overnight stay. Approximately four years later patient had "high prostate numbers". He was prescribed tamsulosin 0.4mg. Approximately one and then three years later, the patient experienced numbness of right arm and face. Patient was treated in the ER and admitted overnight each time. Unspecified tests diagnosed tia's. Approximately five years later, the patient experienced numbness in the arm and loss of speech. The patient was taken to the ER and admitted overnight. Unspecified tests diagnosed tia. As treatment, aspirin was increased to 325mg daily. Numbness and loss of speech have resolved. No additional information is available.

Manufacturer narrative:
This is one of ten products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2014-00003,3003742446-2014-00004,3003742446-2014-00005, 3003742446-2014-00006, 3003742446-2014-00007, 3003742446-2014-00008, 3003742446-2014-00009 and 3003742446-2014-00010. Concomitant medications include aspirin, amlodipice, omeprazole, plavix, rosuvastatin and tamsulosin. Complaint conclusion: as reported by medical affairs, the spouse of a (B)(6) year old male patient called reporting the following. On (B)(6) 2003, the patient experienced pressure in his arm. He was taken to the emergency room where unspecified tests were performed with unknown results. As treatment, 10 cypher stents were implanted in the ¿saphenous vein graft¿ (svg). After stent implantations patient was diagnosed with high blood pressure. As treatment, amlodipine 2.5mg was prescribed. Then patient was diagnosed with heartburn and was prescribed omeprazole 20mg daily. Approximately one year post index procedure, the patient experienced pain in his arm and was admitted to hospital. A cardiac catheterization was performed and showed "narrowing of artery". As treatment, an unspecified coronary stent was implanted in an unknown artery. Hospitalization included an overnight stay. Approximately four years later patient had "high prostate numbers". He was prescribed tamsulosin 0.4mg. Approximately one and then three years later, the patient experienced numbness of right arm and face. Patient was treated in the ER and admitted overnight each time. Unspecified tests diagnosed tia's. Approximately five years later, the patient experienced numbness in the arm and loss of speech. The patient was taken to the ER and admitted overnight. Unspecified tests diagnosed tia. As treatment, aspirin was increased to 325mg daily. Numbness and loss of speech have resolved. No additional information is available. The patient¿s medical history includes coronary artery disease (cad). (B)(4). A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related; therefore, no corrective action will be taken. Based on his medical history of cad, the patient was at risk for progression of coronary artery disease.